Event description:
It was reported that there was a forced sensor background test. There was no patient injury reported.

Manufacturer narrative:
Device evaluation: the device was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device and initial reporter also sent report to FDA are unknown.

Manufacturer narrative:
Other text: b5: additional information received on 04-aug-2022 via email and attached to complaint object: unknown if the reported product fault occur while in use with a patient or if the product issue cause or contribute to patient or clinical injury. H10: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. H6: event problem and evaluation codes: updates not required., corrected data: d4: correction: model number: 4000. H4: correction: device manufacturing date: 01-mar-2021.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection found the device in good condition with no appearance of any physical damage. There was no evidence of the reported problem recorded in the event history log as it was unavailable. The customer reported problem was duplicated at power up. Force sensor was found to be inoperable (not operating as intended). The root cause of the reported problem was undetermined. No physical or any other damaged was found on force sensor. For corrective action, the force sensor was replaced. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.